Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. At the time of the event, they utilized a betabionics ilet insulin pump. According to the reporter, on (B)(6) 2026, the patient was admitted to the hospital as a result from a seizure, and ¿blacking out¿ at home. The patient was also shaky and had nausea, and vomiting. A bg finger stick obtained by a family member at home was 40mg/dl and the cgm value was 100 mg/dl. No bg or cgm values at the emergency room (ER) were specified. Initially the patient¿s mother attributed the event to the insulin pump, however when the pump partner agent checked reports, they were 80% in range all day with no hypo events. The agent also noticed that the patient was frequently pausing the deliveries on the pump and was only using "more than usual¿ meal announcements. No other details about the inaccuracy at home or event chronology were provided. At the ER the patient was treated with a glucagon injection to stabilize her condition and was monitored. Other treatment details were not specified. She was discharged home on (B)(6) 2026 in good condition. No other patient or event details were provided. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.